Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds and low p-wave sensing amplitude were observed on the atrial lead. During lead repositioning procedure, low, out of range, pacing lead impedance, loss of sensing and loss of capture were noted. The lead was explanted and replaced. No patient consequences were noted.